Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our filed service engineer. The investigation revealed that the nozzle units were damaged and replaced. After replacement, the ventilator passed all functional, safety, and electrical tests to factory specification. The ventilator was cleared for clinical use and returned to customer. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The received device logs confirmed the reported issue at date of the event. The replaced nozzle units were not returned for investigation, therefor the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).